Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they received a burn from the electrode.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. To date no samples have been provided. A photo of the patient¿s skin was sent as part of the complaint however we were unable to investigate further. The root cause has been determined to be most likely related to skin preparation, skin condition or individual skin sensitivities which can all be contributing factors. It should be noted that the use of any electrode product requires adherence to proper skin preparation protocols and that improper skin preparation or application of the electrode can result in skin irritation. Biocompatibility studies are performed on the gels according to the guidelines defined in (B)(4). Each gel and electrode manufactured in this facility must pass cytotoxicity, primary skin irritation, and skin sensitization testing before it can be distributed for commercial sale. Skin reaction such as those experienced by the patient could be the result of an acute sensitization response to the material components that make up the electrode. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.